Event description:
The following has been reported: biomed reported: "tubing issue after trying a new infusion a new cassette." Injury/adverse reaction: no infusion stoppage: yes a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. During initial evaluation it was found the fva pins had severe drag. A cleaning was performed to the fva pins and drag was resolved. There was no additional damage identified.